Manufacturer narrative:
The initial report and or supplemental report had the incorrect event date. The correct event date is (B)(6) 2019. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 35 mg/dl. The customer was reported other blood glucose value such as in the range of 58 mg/dl. The customer was not treated for low blood glucose level. Based on customer report customer did not allege the insulin pump was over delivering. The insulin pump will not be returned for analysis.